Event description:
The device was being used to provide circulatory support to a patient suffering from a cardio-pulomonary infarction. It was reported that after 30 minutes of use the compression stroke became "unsmooth" and decreased in depth from 5cm to about 3cm. The compression depth control was turned up and compression depth increased to 5 or 6cm. Unstable compression was again noticed so the equipment was removed from the patient and manual procedures were continued. The attending physician reported that there was no change in the patient's state during this period and there was no causal relationship between the event and the death of the patient.